Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues found. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: the pharmacist noticed that was a bug inside the syringe.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: the pharmacist noticed that was a bug inside the syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.